Manufacturer narrative:
Concomitant medical products model: incepta, competitor ICD. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited an out of range, high, defib impedance. An intervention was completed where it was discovered that the rv coil connector pin was loose and not fully inserted into the competitors implantable cardioverter defibrillator (ICD) header. The physician reconnected the lead connector into the header and the impedance levels returned to a normal level. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.